Manufacturer narrative:
The device was not returned for analysis. The lot history record / device history record and exception review were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device; therefore, no corrective action is required.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker (micra) procedure. Reportedly, a cuff miss occurred with the first prostyle device, when the plunger was pulled back, no suture came out. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.